Event description:
It was reported to boston scientific on (B)(6), 2010 that a rigiflex dilatation balloon was inspected at a boston scientific distribution center. According to the distribution center employee, based on an unrelated device returned from a customer, see manufacturer's report number 3005099803-2010-03134, a boston scientific warehouse employee inspected this rigiflex dilatation balloon packaging. Observation of the packaging by a warehouse employee revealed a hair like fiber inside the sealed package. There was no visible damaged noted on the packaging. There is no patient or procedure information available as this device was never shipped to a customer and never left the bsc possession.

Event description:
It was reported to boston scientific on (B)(6), 2010 that a rigiflex dilatation balloon was inspected at a boston scientific distribution center. According to the distribution center employee, based on an unrelated device returned from a customer, see manufacturer's report number 3005099803-2010-03134, a boston scientific warehouse employee inspected this rigiflex dilatation balloon packaging. Observation of the packaging by a warehouse employee revealed a hair like fiber inside the sealed package. There was no visible damaged noted on the packaging. There is no patient or procedure information available as this device was never shipped to a customer and never left the bsc possession.

Manufacturer narrative:
A search of the complaint database revealed that no similar complaints exist for the specified lot. The complaint device was received inside the unopened package. Visual evaluation found a black fiber, approximately 1.5cm in length, inside the package. Therefore, the complaint that foreign matter was noticed inside the packaging was confirmed. The origin of the foreign matter cannot be determined, however there is an investigation in progress to determine the root cause of foreign matter found in packaging.

Manufacturer narrative:
Though the suspect device was inspected by a boston scientific employee, the formal investigation and evaluation of the device has not been performed. Therefore the root cause has not yet been determined. Upon completed of the failure analysis for this complaint, a supplemental MDR will be filed.